Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2022, product type lead product ID: 977a260 ,serial# (B)(6), implanted: (B)(6) 2022, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(6), ubd: 08-sep-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 08-sep-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). Patient (pt) reported getting "desired settings not available" for the past month. In group a, the patient was at 2.2ma, 1.4ma, and 2.8ma, and was able to increase stimulation higher in the past. The same thing in group c, however in group b, the patient was still able to increase stimulation. Patient didn't report any accident/fall/trauma, but she wasn't sure. Technical services(ts) reviewed what could cause stimulation to not be able to be increased. Redirected to hcp to investigate further. Additional information was received from the patient, via a manufacturer representative (rep). It was reported there were high impedances, with the following values: 1-14960, 2-25270, 3-40000, 4-40000. They were also unable to increase the stimulation intensity. They tried retesting the connection and impedance, but no change was seen. The cause of the issue was not known. The rep reprogrammed the ins avoiding the contacts that were open and the patient was satisfied with the result.

Manufacturer narrative:
H3: product ID 97716 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID 977a260 serial# (B)(6) was returned for product analysis. Analysis found stim lead body conductor broken at injex anchor site. H3: product ID 977a260 serial# (B)(6) was returned for product analysis. Analysis found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.